Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation.

Event description:
It was reported that the pump battery was intermittently depleting quickly, resulting in the pump shutting down. The customer continued to use the pump for insulin therapy. Customer's blood glucose ranged from 82-325 mg/dl.